Manufacturer narrative:
This report is for an unknown drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on march 9, 2020, during an unknown procedure, while the surgeon was using the aiming arm for suprapatellar for proximal interlocks on an expert tibial nail, the drill missed the locking hole through the targeted guide and hit the nail. The guide and drill were removed by utilizing the perfect circles technique. Surgical delay and procedure outcome are unknown. There was no patient consequence. Concomitant devices reported: cann connections scr f/percutan instruments for nails-ex(part number 03.010.404, lot u261953, quantity 1), aiming arm for suprapatellar (part number 03.010.441, lot 170039-202, quantity 1), insertion handle suprapatellar (part number 03.010.440, lot 180183-101, quantity 1), nails (unknown part number, unknown lot, quantity 1). This report involves one (1) unk - drill bits: trauma. This is report 4 of 4 for (B)(4).